Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced and elevated blood glucose (bg) level of 300 mg/dl and it was addressed with a manual injection. The suspected caused of the elevated bg level is the absorption of insulin at the infusion site. Reportedly, the customer recently had a tummy tuck surgery and reported having scar tissue on the stomach. A system check with tandem's technical support indicated that the pump, cartridge, and infusion set functioned as expected. Recommendation was made for the customer to consult with their healthcare provider regarding areas to wear the infusion site.